Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has several alarms. The customer¿s blood glucose level was 166 mg/dl at the time of the incident. The customer has received unexpected restart after battery change. Insulin pump history also contains several unexpected restart and external ram crc error. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.